Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2021: clinical post-op visit, bilateral knee replacements: seen by physician's assistant in office. Patient presented with feeling of "giving out" and "tapping" in knees. In physical examination, the right knee demonstrated 2mm of varus and valgus laxity, which suggested global instability. The right knee was captured in (B)(4). The left knee was determined to have quadriceps weakness, requiring physical therapy only. Plan was for physical therapy on both knees, and to have patient return to be seen by attending physician, and discuss possible right knee revision to increase thickness of the tibial insert. Doi: (B)(6) 2020 date of event (onset): (B)(6) 2021 left knee.